Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and other spasticity. It was reported that the patient had a bowel problem around (B)(6) 2017 and went to the hospital. They took an x-ray of her stomach on (B)(6) 2017 and it was determined the patient had a twisted colon/bowel. Additionally, they also thought the x-ray showed that the catheter was disconnected from the pump and they suggested to get a hold of a neurologist. It was noted that they were now trying to find a surgeon. One doctor turned them down and referred them to a different doctor, and the patient saw them on (B)(6) 2017. However, that doctor was an agent for a surgeon who came from (B)(6) and the patient would need to wait a month to see him. They were hoping to see someone sooner and in the area. It was further stated that they were concerned about the x-ray showing the catheter was not connected. They did not think the healthcare provider (hcp) was alarmed by it and maybe he did not understand. It was further stated that this was just what they had heard from the gastroenterologist. It was mentioned that the patient was hemiplegic and difficult to deal with. The patient had a stroke prior to implanting the pump and that was the reason for implanting the pump. It was mentioned that the patient usually went to the clinic where they did her brain surgery for her care and she would go there for all her things. It was thought that maybe because the patient was getting the pump filled in (B)(6) the hcp did not want to deal with her because someone else was filling the pump. It was further noted that the patient could not drive and that the pump had helped a lot. The patient was noted to take a lot of medications as well as has regular shots of botox. No symptoms were reported.